Event description:
It was reported that the patient was experiencing difficulty charging the ipg, and the remote control could not connect to the ipg. It was noted that the ipg was slightly tilted in the pocket. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.